Manufacturer narrative:
Evaluation summary: the company representative examined the system and found that the footswitch cable was accidentally broken and confirmed that the functionality of the footswitch was affected. The footswitch assembly was replaced. The returned footswitch assembly was received but not tested since the company representative verified that the cable was accidentally damaged by the customer. The system was then tested and met all product specifications. Based on alcon's assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to customer mishandling as the footswitch cable was accidentally broken after surgery.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has be requested.(B)(4)

Event description:
A customer reported a footswitch cable was accidentally broken after surgery. The system displayed a system message. Additional information was received and confirmed the functionality of the footswitch was affected and footswitch was replaced. There was no patient involved. Additional information has been requested but not received to date